Manufacturer narrative:
The motor controller (mc) and power management (pm) pcbas were returned to the manufacturer for failure analysis. Visual inspection of both boards revealed no evidence of damage or contamination. During testing, the customer¿s complaint was verified. The component failure u10 on the motor controller (mc) pcba created 1117, 111d, 1201, 1134, 111b, 1127, and 1118.

Manufacturer narrative:
The customer was provided with a quote for service/repair of the device that was not accepted. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful.

Event description:
It was reported that the ventilator was alarming check vent alarms. The customer reviewed the ventilator diagnostic report and found error codes indicating 35 v supply failed, 5 v supply failed, 3.3 v supply failed. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the power management board. Further information is pending.